Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings:during investigation, the original complaint of a cloudy display was unable to be confirmed. Unrelated to the original complaint, a crack in the base of the pump was found between the case seal and the keypad. The cracked pump case caused a leak to occur. Moisture was present in the pump, especially on the display connector and the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.